Event description:
Dental unit arm separated from the attachment point on the dental chair. No injuries were reported.

Manufacturer narrative:
An evaluation determined that the rotation arm was not installed correctly. This caused the failure to occur. A service technician reviewed, installed, and performed functional checks to complete repair.